Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the atrial and ventricular leads were implanted and as the physician was attempting to connect the ventricular lead to the device, the setscrew of the device came out with the setscrew wrench. The physician attempted to tighten the setscrew, but with each attempt the setscrew would retract with the wrench. Ultimately, the physician elected to explant the device and replace it with a new one. The new device and ventricular lead were able to be connected and both remain in use. No patient complications have been reported as a result of this event.